Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite functional test due to reload set(rls) 151. The homechoice rite electrical test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain-use error, tidal uf removal set too low. The device was found to meet functional specifications relative to the iipv identified via device log review. A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 6. The programmed volume was 2000 ml with tidal volume %= 90% and drain volume was 3394 ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported. This is report 2 of 3.